Event description:
It was reported that the right ventricular (rv) lead dislodged from the right ventricular apex and was free floating. Upon removal, attempts at helix extension were unsuccessful. It was noted that there were concerns about tissue in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead I ndicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.